Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the closurefast device was received for evaluation without any ancillary devices from the procedure. A 1.0cm length of the pet coating of the coiled section exhibited a bubbled appearance and delamination from the coil substrate. The noted pet damage was restricted to approximately 2.8cm to 3.85cm from the closurefast distal tip.

Event description:
The procedure was performed in (B)(6). The customer explains of the closurefast catheter burning (during rfa, no active, catheter heating element buring). There was no patient injury.